Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling, "biomet recommends that all instruments be visually inspected for wear and disfigurement, as well as tested to assure instruments are functioning properly, prior to use. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02240 / 02262). During the procedure a drill bit fractured but it is unknown which of the 2 drill bits listed on the invoice is the fractured drill bit. Therefore both will be reported. Device remains implanted.

Event description:
Patient had a bilateral hip nail procedure and a drill bit fractured off into the patient's bone and was unable to be removed. This also caused a two-hour delay in the procedure time.